Event description:
It was reported that during preparation for an unspecified procedure, the stent strut of the liberte' monorail stent delivery system lifted on the front end. It was also noted that the stent was cracked. The device was not used. The lesion to be treated is unknown. No pt injuries or complications were reported. Pt status is reported as 'no pt contact'.

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.